Event description:
It was reported, the device reached end of service (eos) and the longevity was unexpected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6). (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found the device had battery depletion with elective replacement indicator date of (B)(4) 2012.